Event description:
The customer reported to olympus, the telescope, 1.9 mm, 0°,210mm, was smashed at the front of the optic. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information. Updated fields: b5.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to external mechanical force e.g. By fall, impact or shock most likely in combination with excessive/frequent use and/or unsuited/inappropriate handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the telescope, 1.9 mm, 0°,210mm, autoclavable had broken components. There were no reports of patient harm.